Event description:
(B) (6). It was reported that following a coronary drug eluting stenting treatment procedure the patient presented with a skin rash. The index procedure placed a 2.75x28mm taxus express2 study stent in the target lesion located in the distal right coronary artery (rca). In (B) (6) 2008, the patient developed a skin rash in both legs. Panaldine medication was possibly related to the skin rash and was switched to plavix medication accordingly. The outcome was listed as resolved in (B) (6) 2008. Per the physician, the event was "unrelated" to the study stent.

Manufacturer narrative:
Device evaluated by manufacturer: as the unit has not been returned, a technical analysis could not be performed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4).